Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received and evaluated at the service center. The reported complaint that the device doesn't turn due to a jammed motor was confirmed. It was found that the insulation resistance of the motor was outside tolerance and there was a short circuit in the motor. Also the resistance value of the keypad of the hand-control set was out of specifications and there were traces of moisture in the contacts. The motor, and the hand-control set were replaced and the device was cleaned, tested and found to be fully functional. Fluid ingress into the device is the most probable cause which may have damaged the motor and the keypad. This may have resulted in the short circuit inside the motor. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate that during an unknown procedure the motor of the micro tornado hp w hand-control was jammed and it didn't turned. The procedure was completed using a replacement. No patient consequence and no surgical delay was reported. No additional information was provided.